Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a year ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) revision procedure. Patient is stable postoperatively. Product will not be returned due to facility preference.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) revision procedure. Patient is stable postoperatively. Product will not be returned due to facility preference.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a year ago prior to the date the manufacturer became aware.